Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery did not last as long as expected. It was noted that the battery longevity estimator was probably underreporting due to a higher current drain which is likely due to the patient not leaving the monitor plugged in. The patient was scheduled for a replacement. The ICD remains in use. No patient complications have been reported as a result of this event.